Event description:
On (B)(6) 2024, it was reported by a sales representative via email that the 2.6 mm drill bit from an ar-9928bck-mis fibertak achilles speedbridge kit broke when going over the wire drilling for the distal tunnel with the red guide. The drill bit broke into many fragments which were all successfully removed. This was discovered during a mis achilles procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.